Event description:
At about 4 months after the primary, the patient came in reporting instability and difficulty ambulating and the cause is unknown. The surgeon revised the patient's poly on the left and right knee. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 november 2022: lot 2112465: 75 items manufactured and released on 15-nov-2021. Expiration date: 2026-11-02. No anomalies found related to the problem. To date, 22 items of the same lot have been sold without any similar reported event during the period of review. Additional device involved: batch review performed on 31 october 2022: gmk-sphere 02.12.0414fr tibial insert fixed sphere flex size 4/14 mm r (k121416) lot 2011402: 25 items manufactured and released on 17-feb-2021. Expiration date: 2026-02-08. No anomalies found related to the problem. To date, 6 items of the same lot have been sold without any similar reported event during the period of review.